Manufacturer narrative:
Device not returned, pictures provided.

Event description:
Customer rejected 6 pouches due to product trapped in the seal.

Event description:
Customer rejected 6 pouches due to product trapped in the seal.